Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nokor¿ 5 micron filter needle 1 1/2 in there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer (port hospital of hebei port group co., ltd.) Reported that during the use of the 0065019 batch of filter needles (used with a 1ml syringe) on (B)(6) 2023, it was found that one filter needle could not extract the medicinal solution, and it was judged that the filter needle was blocked.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305200 and lot number 0065019. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd nokor¿ 5 micron filter needle 1 1/2 in there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer (port hospital of hebei port group co., ltd.) Reported that during the use of the 0065019 batch of filter needles (used with a 1ml syringe) on (B)(6) 2023, it was found that one filter needle could not extract the medicinal solution, and it was judged that the filter needle was blocked.